Event description:
Additional information received reported that the urinary tract infection (uti) was unlikely related to the procedure. The symptom associated with the event was reported as "dysuria". The patient was re-programed with "good results" reported. The patient was not hospitalized. Patient outcome was reported as no injury. No further information was provided.

Event description:
It was reported that the patient got a urinary tract infection (uti) the weekend prior to the report, and took oxycodone for pain related to uti. The patient stated she had retention which caused uti's. It was noted that the patient was on "the lowest setting," but had an "uncomfortable," "buzzing" feeling in urethra area. It was stated that the device helped with incontinence in the evening. The patient had a follow-up scheduled for (B)(6) 2012.

Manufacturer narrative:
Product ID 3889-28, lot # va01jjk, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.